Event description:
It was reported that the lead exhibited impedance greater than 2000 ohms and an increase in threshold up to 6.0 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.